Manufacturer narrative:
It was reported that the patient experienced infusion set cannula was bent and had high blood glucose event for greater than four hours which was treated by insulin pump on (B)(6) 2026.

Event description:
It was reported that the patient experienced patch keeps coming loose this causes blood glucose level to rise to approximately 220 mg/dl. He then tries to change the infusion set and notices that the catheter is bent on (B)(6) 2026.